Event description:
Boston scientific received information that this patient presented with high shock impedance levels greater than 125 ohms on the right ventricular lead of this device. All previous daily shock impedance measurements were within range and all other lead diagnostics were confirmed normal, however, noise was noted with isometrics. Multiple configurations were attempted and all yielded high shock impedance levels. Jira analysis was performed from a memory dump, however, the root cause of the high shock impedances could not be determined, therefore, non invasive programmed stimulation (nips) were suggested to asses the integrity of the shocking system. Two commanded shocks were given at 1.1 joules and 41 joules, both with successful results and within range shock impedances. The physician decided to continue to monitor the system with no further remedial action currently planned at this time.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Additional information received indicates this device was explanted as the patient received a heart transplant. No additional adverse patient effects were reported.

Manufacturer narrative:
The device remains in service. No further information is available. This report will be updated if more information becomes available.